Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device tank cover was replaced and the device passed all testing.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the water leaked. There was no reported patient involvement or harm.